Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient developed an infection at the ipg site. In addition, the ipg site was warm and swollen. The patient also had a fever. As such, the ipg was explanted on (B)(6) 2018.

Event description:
Follow-up identified the patient was hospitalized for two days due to the infection. The infection was treated with antibiotics and has since resolved.